Manufacturer narrative:
Concomitant product: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that they turned on their stimulation 5 days after implant and by the next tuesday the battery was already dead. The battery only lasted 4 days. The patient was told that the issue happened because the device was not properly recharged. The patient was charging more often than expected. They recharged every 3 to 4 days and it took 12 to 20 hours to fully charge the implant. The patient used to charge every thursday night and it would take 6 hours to recharge. The doctor would have them run the battery all the way down and it would last 30 to 45 days. These recharging intervals were with the patient's previous battery. The patient had recently had their device reprogrammed or switched to a new group. After the device was implanted they had the device reprogrammed several times to make the battery last longer. They also turned on cycling. They told the patient that they would not notice the cycling but the patient could notice the hesitation. The patient had not used their device since (B)(6) 2015. In (B)(6) 2015 they had an issue with their battery going dead but it did not go into overdischarge. They charged it before getting on a 5 hour flight and it only lasted 7 to 8 hours and then the stimulator was dead. The patient charged the implantable neurostimulator (ins) for 22 hours straight. The patient had their recharging history checked and there was nothing there. When they recharged they had 7 to 8 coupling boxes filled in. The patient was sent a replacement recharger to rule that out as the issue. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via the manufacturer's representative reported that the patient was charging too often and was not seeing the ins charge level increase. The patient charged for 9 hours the day prior and the ins level did not increase. They occasionally charged when they go to bed and then fell asleep with the recharger on. There was no history of an overdischarge with the patient. The patient had 2 groups with 1 program each with simple programming (guarded cathode, rate of 40, 450 pw, 4.5 volts). A review of the recharging statistics showed that the patient only average 4-5 coupling bars. They charged on (B)(6) 2016 and then not again until (B)(6) 2016 (voltage decreased an expected amount). Also, it was noted that the battery did not appear to be depleting as quickly as the patient alleged. Though the patient stated that they recharged every thursday the recharging statistics did not corroborate that. It was recommended that the patient be awake while charging so they can monitor coupling and to make sure the device was charging. No symptoms were reported. If additional information is received, a follow up report will be sent.